Manufacturer narrative:
Concomitant medical products: yrecx1655 stent graft, implanted: (B)(6) 2003; yrbrx2816135 stent graft, implanted: (B)(6) 2003; yrirx16115 stent graft implanted: (B)(6) 2003; yrecx28375 stent graft, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was implanted and had a setscrew problem on the right ventricular (rv) pace/sense port. After inserting the rv lead and removing the set screw inadvertently, the rv pace/sense pin was unable to be removed from the device once the set screw was tightened. The tip to ring impedance was measured and had high infinite impedance. Oversensing of atrial events on the rv lead was present on the device. The device was programmed to atrial only mode. The wrench was no longer able to be inserted into the set screw. The device was rescheduled to be revised and remains in use. No patient complications have been reported as a result of this event.